Event description:
A biomedical engineer reported that the system intermittently shut down on it's own during a case. The system was switched out and the case was completed. The engineer stated that the unit has shut down multiple times over the last month, but in this particular instance the shut down occurred during a case. The biomedical engineer reported he took the system apart and found debris inside. After the debris was removed, he was not able to replicate the issue. The facility has declined technical service at this time. There was no pt injury reported.

Manufacturer narrative:
The biomedical engineer reported after removing the debris that was found when he took the system apart, he was unable to recreate the reported issue. The engineer believes the issue has been resolved and declined technical support at this time. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).